Event description:
Bovie tip broke off during surgery. No harm to the patient. These bovie tips are part of a custom pack. Vendor was notified. Staff instructed not to use tips from packs. Vendor brought in replacements bovie tips. All bovie tip that were in basic pack set ups were removed. All were replaced without incident.